Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 22-may-2023 h6: investigation summary bd received an unsealed 20 gauge insyte autoguard blood control pro unit from lot 2255206 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had failed to retract properly. The safety activation button was not activating completely and was preventing the needle from retracting successfully. Upon further inspection, the engineer dissected the device and reviewed it under a microscope. There it was discovered that a small blob of adhesive was present on top of the needle hub and the button preventing it from being depressed completely. This caused the needle to fail to retract all the way inside of the needle grip. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process. The manufacturing facility has been notified of this incident and findings. A trend has been identified by the manufacturing facility for this type of failure and an investigation has been created to determine the cause and resolve the issue.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro winged IV catheter experienced needle retraction failure. The following information was provided by the initial reporter: this is a report about a needle retraction failure of iagbc. According to the customer's report, the hcp pressed the button to activate the safety mechanism, but the needle was not retracted.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro winged IV catheter experienced needle retraction failure. The following information was provided by the initial reporter: this is a report about a needle retraction failure of iagbc. According to the customer's report, the hcp pressed the button to activate the safety mechanism, but the needle was not retracted.

Manufacturer narrative:
D.4 device expiration date: unknown. H.4 device manufacture date: unknown. H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 : see h.10.